Event description:
Medical was reviewing some past adverse events in the complaint database and determined this complaint should have been determined serious. Stated problem: (B)(6) reports that a (B)(6) female developed anal erosion at 6 o'clock with frank bleeding within 24 hrs of insertion. Pt required an anoscopy cauterization. The balloon had been filled with 45cc. From a clinical perspective, a causal relationship between the event (anal erosion and bleeding) and the fms device is considered to be possible, despite the device only being use for less than 24 hrs prior to the event being observed. The event is an anticipated event however it appears the fms device was removed as a result of this event. Despite attempts to obtain more details, only limited info was forthcoming from the user facility making this assessment more difficult. Thus, it is not clear if any other medical intervention was taken in addition to the anoscopy and cauterization as treatment for or to prevent worsening of the bleeding. On this basis, the case was reassessed as being potentially serious.

Manufacturer narrative:
(B)(4).